Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Related manufacturer report reference number: 2916596-2022-00177. It was reported that the patient's log files were sent to technical services to be reviewed for no external power alarms. The patient stated that, while on battery power, their system controller randomly alarmed to "connect power." This event occurred on both the black and white leads of the controller at separate times. The alarm did not active when the patient was on their mobile power unit (mpu). The patient changed their battery clips and the batteries were fully charged, but the alarms did not resolve. The alarms were not reproducible in clinic when manipulating the cables. A replacement was requested for the system controller. Technical services confirmed the power cable disconnects. There was also a no external power alarm on the mpu due to the mpu accidentally being unplugged briefly. The patient had the mpu in a location where when ambulating they could not see how much spare cable was available and inadvertently moved the unit causing it to become unplugged from the wall outlet. Additional information was recived that the patient was exploring other options of carrying their battery clips as the alarms were apparent depending on clip position.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical alarms regarding the system controller was confirmed via the log files. The provided log file, as well as a log file extracted from the controller, were reviewed, collectively containing data spanning approximately 13 hours ((B)(6) 2022, 2:30 ¿ 15:55 per time stamp). The pump maintained speeds above the low speed limit while connected to the driveline. Several atypical power cable disconnect alarms (rsoc invalid faults not associated with a power source exchange) and low voltage alarms were observed throughout the data while batteries were in use. The alarms appeared to have been caused by the rsoc within either cable fluctuating below the alarm thresholds. The returned system controller (serial number (B)(6)) was functionally tested and was found to perform as intended. Atypical events were unable to be reproduced throughout all testing. The root cause of the reported event was unable to be conclusively determined through this analysis. During the investigation there was an incidental finding of a no external power alarm in log file with an unknown cause due to the onset of the alarm being unobservable. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 patient handbook instructs users on how to resolve alarms that sound from their system controller, including alarms associated with power cable disconnect, low voltage, and no external power conditions. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.